Event description:
This lv lead was implanted on (B)(6) 2001 and was explanted on (B)(6) 2013 due to high threshold. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).